Event description:
The customer reported that the system would not boot up.

Manufacturer narrative:
The customer's biomed troubleshot and attempted to order the part but could not. The ge service rep was called in to replace the surge suppressor pcb. The system works as intended.